Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the ipg had a loose connection at the battery site, and it caused the lead to show low impedances on contacts 9 and 10. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.